Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted sacrocolpopexy w/ hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument's power cable on the branch had torn out of the insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no visible damage. No damage was detected intraoperatively. There were no issues related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. There was one protruding. The black cable was torn out. There was no loss of cautery associated with broken/loose cable. And no thermal damage at the site of breakage. No fragment fell inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal clevis. The broken conductor wire was observed to be pulled out of the insulation. No damage to the insulation was observed. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.